Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated that the outcome of the event resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was receiving lioresal 500mcg/ml for a total dose of 99mcg/day via an implantable pump.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study and a manufacturer representative regarding a patient receiving 500mcg/ml for a total dose of 99mcg/day via an implantable pump for intractable spasticity. It was reported the patient was 2 weeks post-operative from their original new intrathecal baclofen system implant when they bent over and felt the pump/catheter pop/break and move in the spine after doing yard work. The patient experienced increased spasticity and pain and does not feel the pump is in place anymore. Shortly after the patient felt their muscles were beginning to get tighter. A computed tomography (CT) scan without contrast was performed on (B)(6) 2017, which revealed the lift side of the pump seen, but the tip was not well visualized. On (B)(6) 2017 another CT scan was performed and revealed the baclofen pump line tip terminates within the spinal canal posterior to the l1 vertebral body. An x-ray was performed on (B)(6) 2017 which revealed most of the baclofen pump tubing was invisible or poorly visible and cannot be assessed. The tip of the intrathecal part of the apparatus lies at l1. It was also noted from the rep that the catheter had moved from its original spot of c4 down to the patient's lumbar spine. The CT scan also revealed that the catheter was coiled up in the spine. The catheter was checked at time of surgery and catheter was patent after revising the catheter. Intervention included they revised the spinal segment of the catheter on (B)(6) 2017 and the rep reported it was revised on (B)(6) 2017 and the catheter would not be returned. It was noted that they left the pump segment in patient and spliced it with a new 8782 spinal segment. It was noted that the 8782 spinal segment was placed into the intrathecal space with the tip at c4. It was anchored and tacked back down. The spinal segment of the catheter was spliced with the original pump segment 8780. The event resulted in in-patient or prolonged hospitalization. The outcome of the event was ongoing, but was also noted as resolved. The device diagnosis was catheter dislodgement and the clinical diagnosis was baclofen underdosing. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was unlikely related. The patient's weight was unknown and will not be made available. The patient's status at time of report was "alive-no injury." No further complications were reported/anticipated.